Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had been rebooting indicating an intermittent power issue. Reportedly, there was no damage to the battery cap or compartment and no moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: power reset events were seen in the black box to support a power loss complaint. The returned battery cap was undamaged and tightened securely onto the pump and was able to maintain an electrical connection. There was no damage found to the battery compartment. Product analysis was not able to duplicate a power loss. The pump case was opened for further investigation and no damage to the power circuit was found. The returned battery cap was used for a 24 hour test without any reboots being oberved. The returned battery cap was unscrewed by 1/2 turn with no reboots occurring. The battery cap contacts for height and width were within specifications. Unrelated to the initial complaint, the pump booted to the verify screen with a dim pink contrast.